Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Device was received with right ventricular (rv) setscrew missing. A new setscrew was inserted to perform the sigma pace measurement.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, a loss of pacing was observed when the lead was inserted into the bottom of the connector of the implantable pulse generator (ipg). It was noted when the lead was pulled slightly back, pacing was normal. The ipg was not used and replaced. No patient complications have been reported as a result of this event.